Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day of onset, the patient was hospitalized for the peritonitis event. On that same day, treatment for the peritonitis event included an injection of ceftazidime (1 gram (gm), intraperitoneally (ip), once a day) and an injection of vancomycin (1gm, ip, every fifth day). At the time of the report the patient remained hospitalized, antibiotic treatment was ongoing and the patient had not yet recovered from the peritonitis event. Pd therapy remained ongoing. No additional information is available.